Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that after an implant procedure, the physician suspected that the patient may have had stroke due to slurred speech and improper motor functions in the patients legs and arms. The patient underwent an explant procedure to perform magnetic resonance imaging (MRI). The physician believed that it could be the patients response to anesthesia. Nothing device related nor procedure related that they feel that was caused the issue.